Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the concentric, de novo lesion was located in the proximal left anterior descending (lad), which was mildly tortuous and mildly calcified. The non abbott guide wire advanced towards the lesion and a voyager nc 2.0 x 20 balloon catheter was advanced and inflated to 16 atm for 1 second and the balloon ruptured. The voyager nc was changed to a non abbott balloon catheter of the same size, which was successful and the procedure was completed. Reportedly, there were no adverse patient effects.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the balloon and inflation lumen. There was contrast in the inflation lumen and on the hub. The balloon was loosely folded and there was no damage noted to the balloon catheter. A new indeflator filled with water was used in attempt to pressurize the balloon to rated burst pressure (rbp) 18 atm and fluid was observed to be exiting from a pinhole 1 mm distal to the proximal balloon marker. There were no scratches found. The device was sent to scanning electron microscopy (sem) to perform further analysis of the balloon. The results indicated the balloon rupture may be attributed to mechanical damage to the outer surface. Mechanical damage was observed on the outer surface near the leak. No mechanical damage or other features were observed near the leak on the inner surface. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no reported leak to the balloon catheter noted during preparation, which would suggest the balloon was not damaged prior to use. It is likely that the balloon interacted with the anatomy (mild calcification and mile tortuosity) during advancement which contributed to the balloon rupture. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. The reported balloon rupture appears to be related to the procedure circumstances and there are no indications of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.